Event description:
Pt first showed a yellow heart alarm. Nurse went to assess patient. The monitor screen was blank. It progressed to a red heart alarm. No hmii sounds present. Controller changed out. Sounds and flow restored no patient compromise.